Manufacturer narrative:
Device is a distributed product. Invacare was notified, and is working with the manufacturer of the device. Invacare received a letter from the manufacturer on 5/7/2010 indicating that they were initiating a voluntary recall of the product. Invacare is passing the information along to our customers and will be returning all stock to the manufacturer.

Event description:
The device was delivered to the sales rep on (B)(4) 2010 who did an initial charge and functional check. On or about (B)(4) 2010, the facility reported to the invacare sales rep that on initial patient use, the device failed: exploded. No injury is alleged.